Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed testing on the reported device. The pump leak test could not be performed due to very large pump leaks and the pump could not be calibrated (error message). These results led to the pump being replaced. After replacing. The device passed all testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty pump. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed testing on the reported device. The device passed all testing; no issues were found. Based on the results of the analysis, the product was confirmed to be operating per specifications. The cause of the reported problem at the time of the reported event was not able to be determined. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the blood pressure measurement was incorrect. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.